Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: exact date is unknown/not provided. Best estimate date is between (B)(6) 2017 and (B)(6) 2026. Section d6b: if explanted; give date: not applicable as the device remains implanted. Section h3: the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Section h6: health effect - impact code: 4619 - temporary impairment (this code is used for the reported blurry vision and visual disturbance - starburst issues. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A patient reported experiencing starbursts in their vision following the implantation of preloaded multifocal toric intraocular lenses (iols). The starbursts are particularly noticeable during nighttime driving, especially in the presence of multiple lanes of headlights, and the use of yellow-tinted lens glasses has not mitigated the issue. The patient noted that their vision became cloudy between the time of the lens implantation and the yttrium-aluminum-garnet (yag) laser procedure and was informed that lens exchange is not an option after undergoing the yag procedure. No additional adverse events or complications were reported apart from the described visual disturbance. No further information was provided. The patient underwent bilateral lens implantation. This report pertains to the left eye. A separate report will be submitted for the right eye.

Manufacturer narrative:
Additional information: the following fields were updated based on the additional information received: section a4: weight: 140 lbs. Section a5: ethnicity: not hispanic/latino. Section a6: race: white. Section b3: date of event: the patient stated that the starbursts began after her cataract surgeries in 2017. Section b5: additional information obtained from the patient indicates that her overall vision is generally good; however, she experiences pronounced starbursts when driving at night, especially in situations involving multiple lanes of oncoming headlights. Due to the severity of these symptoms, the patient has discontinued nighttime driving. The patient reported that the starbursts began following her cataract surgeries in 2017. She believes she underwent yttrium-aluminum-garnet (yag) laser capsulotomy procedures approximately one year after those surgeries. When she returned to her surgeon for yag treatment on the second eye, the provider recommended explanting one of the intraocular lenses and replacing it with a monofocal lens. The patient declined the explant procedure. The patient stated that she was seen again by her doctor one to two years ago, at which time she received a new prescription for reading glasses. She no longer experiences blurry vision, but the starbursts have persisted. She confirmed that she has not undergone any additional medical or surgical eye treatments beyond the yag procedures. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.